Event description:
Allegedly, the patient was revised due to adverse tissue reaction to particle debris. Revision (B)(6) number: (B)(6), side: r, primary asa: p2-mild disease not incapacitating. The following component has no alleged deficiency and was not revised during this surgery: conserve® thin shell ha coated 50mm ID 56mm od beaded 38ha5056, lot # 027388279 qty. 1.